Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports. Patient experienced a hyperglycemic event. Patient was hospitalized for dka. Patient was treated on insulin IV drip. Device is not available. Lack of information.

Event description:
An unknown v-go patient is hospitalized for diabetic ketoacidosis (dka) and the intensive care nurse contacted valeritas customer care (vcc) for instructions on how to remove the v-go from the patient. The vcc representative provided the information to the nurse. Valeritas attempted to locate intensive care nurse and get further information but the patient had been transferred to a regular floor and subsequently discharged from the hospital. The intensive care nurse was not able to provide details other than the patient was admitted for diabetic ketoacidosis (dka).

Manufacturer narrative:
Date of report: date corrected. Initial reporter corrected. Health professional checked. Occupation: nurse identified. Date rec'd by MFR: date provided. Type of report: follow up #1. If follow up, what type?: correction checked.